Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation, ¿foreign material was in the nozzle¿, was confirmed. Based on the results of the investigation, it could not be specified what the foreign material was. Additionally, it is unknown if the reprocessing method was implemented in line with the instructions for use (IFU). The cause of the remaining foreign material could not be identified. On the other hand, the foreign material residue point was found not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following instruction manuals were identified with related verbiage which could have prevented the phenomenon: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. /// the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the insertion part of the evis lucera elite gastrointestinal videoscope was bitten and deformed. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon evaluation of the returned device, it was found that the nozzle had foreign materials. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6) hospital (listing the establishment name due to character limit). The reprocess status of the device could not be confirmed because the information could not be obtained from the customer. An evaluation of the returned device confirmed the customer allegation ¿insertion part was bitten and deformed¿. The connecting tube was found to be dented. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Scratches were found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.